Event description:
It was later reported on 01/30/2014 that at the patient's post op appointment on (B)(6) 2013, the device was reviewed and working well. The patient had coverage in the lower back as well as both legs. At the patient's clinic review on (B)(6) 2013 the wounds healed well, no sign of infection and the patient had 100% coverage. Later on (B)(6) 2014 at the clinic review, there were no problems with the surgical wounds, patient had good coverage to left leg and no stimulation to lower back. The settings were reconfigured to produce better paresthesia left ankle area but not to back. The frequency changes and 4 different programs were activated for the patient to try and see which is most effective. The patient will be reviewed in 1 month. It was noted that there are no devices to return.

Manufacturer narrative:
Product ID: 3998, lot# 0207125853, implanted: (B)(6) 2013, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient was unable to receive any paraesthesia at the lead location because the lead was placed a little too deep into the subcutaneous tissue at original procedure. A revision was done on (B)(6) 2013 and the lead was repositioned.